Event description:
It was reported that during a wisdom tooth extraction, the pt received a minor burn on the right lower lip. The surgeon sent the pt home with silvadene and advised to apply twice per day. According to the f/u info received from the surgeon, the burn has since healed without scarring.

Manufacturer narrative:
Neither the handpiece nor the attachment were received at the MFR for investigation. According to the account, the handpiece as well as the attachment were flashed sterilized between uses. It was stated in the complaint that a competitor's bur was being used during the procedure. The instructions for use states that the attachment should only be used with stryker approved components and accessories unless otherwise specified. It is unk if the bur that was being used met the specs of burs that can be used with the attachment.